Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-feb-2026, a sales representative reported via email that an arthrex clavicle plate implanted during a procedure performed on (B)(6) 2025 was found to be bent. No additional clinical details or circumstances surrounding when or how the bending was identified were provided. Additional information was received on 23-feb-2026: the arthrex clavicle plate remains implanted at the mid-shaft clavicle fracture site and was identified on x-ray during a follow-up visit with the surgeon. The original procedure on (B)(6) 2025 reported no intraoperative complications or case delay, though additional anesthesia was administered. No revision procedure has been scheduled at this time. The patient is currently recovering and healing adequately. No further information was provided.